Manufacturer narrative:
The a1cx3 reagent lot number was 87246501 with an expiration date of 31-aug-2026. The field service engineer (fse) found a dirty solenoid valve and cleaned it. The vacuum line and cuvette drying pipettes were cleaned. Cracked cell rinse tubing was identified and replaced. The main water pump and gear pump were checked. Qc and patient samples were processed. The module was operating within specification. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 503 analytical unit. The initial result was 9.75%. The repeat result was 5.93%. The repeat result from a different analyzer was 6%.